Event description:
Customer reports 2 incidents of blood leaks on reuse #4 and #9, respectively, during pt treatment. Noted by a blood leak alarm and visible blood in the dialysate. Estimated blood loss was 250cc's. Treatment was continued with a new dialyzer and new blood lines without incident. No pt injury or medical intervention reported.